Event description:
The pt reportedly fell off a tricycle in 2005. He reportedly could no longer hear after this event. Using the appropriate diagnostic equipment, it has determined that the device was not functioning according the manufacturer's specifications. Explantation/reimplantable surgery has been recommended.